Event description:
Patient reported that she experienced high blood glucose (in the 400s mg/dl). Patient changed infusion site and delivered extra insulin boluses, and her blood glucose later lowered to 34/39 mg/dl. No errors were generated by device. Patient alleged that device was at fault for high blood glucose. Patient also reported that device's clock is losing time.